Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use, do not resterilize. Made of silicone elastomer."

Event description:
It was reported that the eyelets on the magic 3 intermittent catheter, male were not smooth and allegedly caused the patient irritation. The patient was unable to continue use. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the eyelets on the magic 3 intermittent catheter, male were not smooth and allegedly caused the patient irritation. The patient was unable to continue use. No medical intervention was reported.